Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in needle through catheter it was reported by customer that penetrated the skin and the plastic catheter sheath was progressing above the skin while the needle was still in the tissue. So the needle had gone through but maybe the catheter had a tear or was punctured already. We kept the product and container. Verbatim: I was at the bedside with the nurse when she was using this specific catheter that had the issue. She had penetrated the skin and the plastic catheter sheath was progressing above the skin while the needle was still in the tissue. So the needle had gone through but maybe the catheter had a tear or was punctured already. We kept the product and container.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect was observed. Bd determined that the cause of the failure was related to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.